Event description:
Complaint alleges the consumer was riding in her chair. The consumer has been having issues with her eyesight in the bright sunlight and in the darkness. When the consumer got to the restaurant they were heading too the sunlight was bright, the consumer swerved and did not remember the restaurant steps going down to the entrance. The consumer allegedly flew over the handlebars of her chair, landing on the bottom step on her face. The scooter allegedly landed on top of the consumer.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.